Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse was informed that site did not have a back-up electrosurgical unit (esu) e-200. They were using a valleylab ft10 to continue with cautery. Fse replaced the electrosurgical unit (esu) e-200 to resolve the reported issue. The system was tested and verified as ready for use. The e-200 involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar ports on electrosurgical unit (esu) e-200 stopped working. Customer tried replacing the energy cords and instruments as well as rebooted the generator but with no change. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs but did not see any errors on the logs. Customer stated that they kept getting messages to plug in the cable. Tse asked customer to troubleshoot the issue one more time. Following this, monopolar worked for like 2 seconds and stopped. Customer started working on getting the back-up e-200 into the room and was able to get everything switch over to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the patient was not injured. Patient information cannot be shared.

Manufacturer narrative:
Correction: d4 updated with product information. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The e-200 generator was analyzed and no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The complaint regarding issues with the monopolar ports was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.